Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit, and all testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 93 hours of extended tests at the customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. The unit passed all testing's.

Event description:
It was reported to carefusion that a patient passed away while connected to an ltv 1150 ventilator. There are currently no allegations that the ventilator caused the patient death, the customer reported that the grandmother of the patient stated that the patient had been sick. The customer sent the ventilator to carefusion to assure proper operation of the unit.